Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery of shoulder cuff suture, after insert the anchor, noted could not remove the shaft. No additional information could be provided. No information provided about the versalok. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, the inserter was returned with the anchor sleeve and the sutures appeared to be twisted and cut. The sutures were broken and frayed. It was not possible to remove the anchor sleeve. Also, it was identified some biological residues along the device. The threader tab and the end cap were not received. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. There were no details provided about some failure and information about the procedure; therefore, a definite root cause for this failure cannot be determined. The possible root cause for the condition could be attributed to the handling of the device and the misaligned shaft at the moment of insertion, the operator could have not checked the condition of the suture around the anchor or the tension of the suture when pulling, as a result of this, it could be difficult during the insertion. The excessive manipulation of the device can lead to an entanglement of the sutured. Based on the condition of the suture, the ends of the suture indicated that the user used a snaps or instruments to pull the suture. As per IFU: difficulty tensioning sutures may occur as a result of sutures twisting around anchor, excessive suture slack around the anchor upon insertion, malleting the anchor into the bone past the laser line to the shoulder, and/or immobile rotator cuff. While keeping nominal tension on the suture strands, place the shaft against bone at the selected fixation site and confirm that the suture is not twisted. If the suture is twisted, untwist the suture. Load the suture onto the anchor using the attached threader tab. The threader tab pulls the suture strands through the anchor. Follow up the instructions to pulling the suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that the versalok pre packed w/oc device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the sutures appeared to be twisted, cut, broken and frayed on the device. It was further determined that it was not possible to remove the anchor sleeve on the device. Lastly, it was identified that there were some biological residues along the device. There was no procedure nor patient involvement reported. No additional information was provided.